Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported an occlusion alarm occurred. An infusion set change was performed and an additional occlusion alarm occurred. The customer's blood glucose (bg) level was 360mg/dl and a correction bolus via the pump was delivered to address the bg level. A system check was performed and the occlusion alarms were verified; cracks/damage was observed on the cartridge. A cartridge change was performed and a correction bolus was successfully delivered without an occlusion alarm occurring.